Event description:
It was reported that the right ventricular lead exhibited over sensing and noise the device would be reprogrammed around the noise by adjusting sensitivity. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.